Event description:
This report filled after the review of a clinical evaluation report(cer)from a related research activity database(drra) swedish spine registry: depuy spinal implants subreport 1 - mountaineer. Instrumentation with mountaineer was performed in 149 patients between january 02, 2006, and september 30, 2022. There was no case of combination with other implants. The mean age was 68 years. Following post-operative complications were reported: 11 events of surgical site infection (ssi). 2 events of venous thrombosis. 2 events of pulmonary embolism . 1 event of adjustment of implant. 3 events of implant removal. 1 event of removal of intercorporal implant. 1 event of refusion. This report is for an unknown mountaineer constructs. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown mountaineer constructs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.